Manufacturer narrative:
Product complaint # (B)(4). Without a valid lot number the device history records review could not be completed. This report is for one (1) unknown/unk - screws: nail distal locking and lot numbers are unknown. Without the specific part number the device history records review could not be completed; and the UDI number & PMA/ 510(k) is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent removal surgery of infected tibial nail placed on (B)(6) 2020. Canal reamed and antibiotic beads placed. The patient has sickle cell and known infections in the past. It is unknown if there is surgical delay reported. The procedure was successfully completed. This complaint involves eight (8) devices. This report is for one (1) unk - screws: nail distal lock. This report is 6 of 8 for (B)(4).